Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the magnet had fallen out of latch assembly. The field service engineer replaced latch assembly and reassembled all components to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed to stay closed and caused a slight delay in retrieving medication to patient. The customer added that the user had to request from pharmacy or pull from another station for medication. However, there were no adverse events or injuries reported based on this event.